Event description:
During a follow-up in clinic, the device was unable to be interrogated after several attempts. When using a magnet, inadequate low voltage output was noted. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate and pacing issue were not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found during visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.